Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, during cleaning and disinfection. The rigid video scope had no image. There were no reports of patient involvement.

Event description:
Additional information: the intended procedure was cholecystectomy therapeutic procedure. The procedure was completed using device from other manufacturers.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure "no image" was confirmed. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.